Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. Device identifiers were requested, but were not provided. A supplemental report will be submitted if any new information becomes available. Persistent iritis and microstent movement are listed in the device labeling as potential adverse events. Manufacturer reference #: cmp (B)(4).

Event description:
A (B)(6) year-old female patient underwent uneventful cataract surgery with implantation of the hydrus microstent in the left eye on (B)(6) 2020. The surgeon planned to explant the hydrus microstent due to persistent iritis, but the patient is requesting a second opinion. The surgeon also reported the microstent appears to be slowly moving out of schlemm's canal and the iris is now peaked towards the microstent. Additional information has been requested to understand the health effect impact.